Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). -uneventful device explant due to pain on (B)(6) 2017 by dr. (B)(6) 2017.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced chest pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). -patient prescribed medrol dose pack on (B)(6) 2016. -uneventful device explant due to pain on (B)(6) 2017 by dr. (B)(6). Surgeon noted that "it was scarred quite heavily and it was difficult to excise. He also noted that while he "retracted the linx device to the right and dissected around the beads the device broke" and that he then "pulled the other side to the left and dissected away on the other side and the device again broke." -patient "happy with no heartburn or pain" as of (B)(6) 2017.